Event description:
It was reported that during a rotational atherectomy treatment procedure the rotalink burr detached. The lesion being treated was a very heavily calcified, ostial lesion in the right coronary artery. The physician used an 8f guide and using a 1.25 mm burr followed by 1.75 mm burr, successfully ablated the lesion. The physician then changed to a 2.15 mm burr and made several runs. The burr popped back into the guide catheter and stalled several times during dynaglide. The physician was able to bring the burr back over the wire with a great degree of difficulty and elected to remove the entire system. Upon removal, it was noted that the burr had detached. The physician was unable to locate the burr in the patient or in the guide under fluoroscopy. The burr was located in the touhy while removing the touhy from the guide. The lesion was re-dilated and a stent was placed to successfully complete the procedure. Patient status was listed as "okay".